Event description:
The green 3oz bulb syringe was sticking to foam tray and when removing from foam tray, the foam flaked causing foam particles to break off. This happened on multiple occasions.

Manufacturer narrative:
Deroyal: the vendor for the styrofoam tray, (B)(4), has been notified of this issue. Foam trays have been removed from all finished goods at deroyal, and replaced by plastic platform trays.